Event description:
In late 2007, the patient's wife reported that the patient experienced an e4 (occlusion) error while bolusing. She stated that he was able to clear the error and bolus 2 units of insulin successfully. He then attempted to bolus another 2 units of insulin and received another e4. The patient changed the infusion site approximately 2.5 hours prior to the error. The patient's wife was preparing to change the patient's insulin cartridge at the time of the report. She was assisted with competing the procedure. She then removed the patient's infusion site and reported that the cannula was "slightly bent." The patient's wife inserted a new infusion site and was able to successfully bolus 4 units of insulin. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.